Manufacturer narrative:
Clarification to h6 adverse event problem: the report of "ptosis" is captured by e2402 appropriate term/code not available. The event of "ptosis" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "ptosis".

Event description:
Healthcare professional reported "ptosis". This record is for the right side. Device was explanted.